Manufacturer narrative:
The device was returned to boston scientific for analysis. Dried saline was found on the luer and distal tip during visual inspection. Further examination noted a cracked luer. Continuity checks revealed no electrical opens or shorts and all electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak-tested and a gross leak was identified due to the cracked luer. Impedance and temperature readings were normal.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. During an ablation procedure a intellanav mifi open-irrigated catheter was selected for use. It was reported that upon connecting the catheter, magnetic tracking was not available. The cable and maestro hdx connection box replacements did not improve tracking. The catheter was exchanged and the procedure was completed successfully with no patient complications. However, device analysis revealed cracked luer.